Manufacturer narrative:
(B)(4). Approximate age of device - 68 days. The patient remains ongoing with the device. However, a portion of the driveline is expected to be returned for evaluation but has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the customer submitted routine log files for review. The manufacturer's technical services representative reviewed the submitted log file and observed a pump stoppage on (B)(6) 2017 associated with a driveline disconnect while the vad system was connected to batteries. The patient denied disconnecting the driveline. There was no reported adverse patient impact due to the event. On (B)(6) 2017, technical services arrived on site for a driveline evaluation and repair. No broken wires were found with phase interrupter. A percutaneous lead (driveline) replacement was performed without issue. No further issues were reported.

Manufacturer narrative:
The reported pump stoppage event was confirmed via the submitted system controller log file; however, a device related cause could not be determined during the evaluation of the returned driveline. The submitted log file captured a single pump stop event after the driveline disconnected alarm became active at 7:04am on 15apr2017. The driveline appeared to remain disconnected until 7:09am. Upon reconnection of the driveline, the pump resumed operated at the set speed. No further atypical events occurred during the following 21 days of pump operation. The captured pump stop event appeared consistent with the driveline being disconnected from the system controller. The approximately 16 inch segment of driveline replaced by technical service was returned for evaluation. The returned portion of the driveline was in unremarkable condition, which was consistent with the duration the driveline was in use (93 days at the date of repair). Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for high-potential testing to check for current leakage through each wire''s insulation. The test did not reveal any insulation breaches that would have contributed to the reported event. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.